Event description:
It was reported that there was shortage of parts. It was stated that immediately after use, the outlet tube was found not to be attached to the drain bag. It was mentioned that health damage to the patient was unknown. Per follow up information received via ibc on 14nov2022, it was stated that the outlet tube was not attached to the drain bag. There was no health damage to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was shortage of parts. It was stated that immediately after use, the outlet tube was found not to be attached to the drain bag. It was mentioned that health damage to the patient was unknown. Per follow up information received via ibc on 14nov2022, it was stated that the outlet tube was not attached to the drain bag. There was no health damage to the patient.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown as it was unknown if the reported event was caused by the user or the manufacturer. Although an exact root cause could not be determined a potential root cause could be "incorrect operation of the assembly outlet tube / tube holder connector." The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.